Event description:
The reviewed literature article contained a study that included 303 pts treated with medtronic external ventricular drainage sets. The source literature reported that 24 pts developed infection.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for evd procedures. Bekar a, dogan s, et al. Risk factors and complications of intracranial pressure monitoring with a fiberoptic device. Journal of clinical neuroscience 2009; 16:236-240.